Event description:
Country of complaint: (B)(6). Different quality and color threads.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Report product was not distributed in the u.s. Samples received: 13 unopened and 2 opened pouches. In this particular case, thread usp size, thread length and needle type of the product that should be (dafilon) and the product inside pouch (silkam) are the same and both threads are non absorbable. Surgeon or medical staff should notice visually when opening the unitary pack having black braided thread (silkam) instead of blue monofilar thread (dafilon) and suture will be discarded without being implanted in the patient. As indicated in the IFU, the use of silkam is contraindicated in patients with known sensitivities or allergies to silk, and in case it is implanted, allergenic reaction could occur and it is not acceptable. As the content of suture is not corresponding with the label and it could cause a delay in the intervention or a misuse of the product, it can be concluded that the risk exceeds the benefit ratio. There is a previous complaint of this code batch, for the same defect, (B)(4) of this code batch were manufactured distributed in the market, there are no units in the OEM stock. One of the two open pouches received have a black multifilament thread instead of dafilon (blue monofilament thread). All thirteen unopened pouches have dafilon product inside (correct). Black braided thread has been identified as silk thread, with 2/0 diameter, 75cm long and ds24 needle. This product was manufactured previous to the dafilon thread. The initial root cause has been identified as an incorrect line clearance between the two orders. Final conclusion: the complaint is justified. Actions on product: recall of the reference batch. Corrective/preventative actions: OEM has initiated corrective action.